Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, when calibrating the components there was no sign of abnormality. When attempting to trigger the reload broke off and did not fire, the load was disconnected, connected and calibrated again but there was no loading damage. The calibration process was performed again without success. The reload was replaced and the surgery went on. There was no patient injury.